Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced syncope. The right ventricular lead exhibited noise and could be reproduced with isometrics. A lead replacement would be scheduled.